Event description:
A customer reported updating certain personal settings, which led to low blood glucose levels at 53 mg/dl. The customer consumed carbohydrates to resolve this issue and did not require third-party assistance. Customer technical support (cts) helped the caller update the target blood glucose setting and advised consulting with a healthcare professional for any future updates to settings. The caller was informed that ciq employs a fixed target of 110 mg/dl, which cannot be changed, and acknowledged understanding this information.